Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Customer, reported via sales rep (B)(6) that at the final stage of the surgery after the stem had been impacted, one of the little finger-like protrusions of the accolade stem inserter that holds the stem in place broke. Customer added that x-rays were taken to ensure there were no broken pieces in the patient, and none was found in the patient. Customer added that the surgery was completed successfully with about 20 minutes delay.